Manufacturer narrative:
Device data was reviewed and the reported event was confirmed. It was noted that around 7 hours into the perfusion, the ascites sensor became fully covered with an associated decline in portal flow. A pause and restart of the perfusion was completed and the ascites pump returned to its functioning state, with subsequent increases in portal flow. Additionally, a service engineer (se) evaluated the device at the customer site. The se was unable to replicate the reported issue. The root cause of the issue could not definitely be determined.

Event description:
It was reported that message code 300 (ascites pump running continuously) was previously present. The customer reported that the ascites pump had first been running often but not constantly and then, was not running at all. The customer was losing volume from the reservoir bag and could not get the pump to recirculate. Initial troubleshooting was attempted with no improvement to the issue. Afterwards, the device was stopped for 10 seconds and restarted. Subsequently, the ascites pump turned back on.